Event description:
It has been reported to philips that there was limited geometry. No harm has been reported. A philips engineer inspected the system the system on site and identified that 2ny power supply was damaged. The geometry power supply was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a limited geometry movement. Review of the system log file found an error in the unit that the resonance frequency of the point was too high, and no issue with the geometry was detected. Upon functional inspection, fse performed general tests with movements and found that the issue with geometry power supply. Fse replaced the dcps (2 ny power supply). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.